Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that the cause of the infection surrounding the pump on (B)(6) 2017 was not determined. As an action/intervention taken to resolve the infection the pump was explanted on (B)(6) 2017. The infection surrounding the pump was resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient receiving unknown baclofen of an unknown concentration at a dose of 100 mcg/day via an implantable infusion pump for intractable spasticity. It was reported that on (B)(6) 2017 there was an infection surrounding the pump. It was unknown if the infection was related to the device. As a future intervention, the hcp planned to program the pump off and the pump off password was provided. No further complications were expected or anticipated.